Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not receiving power to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the tip and base. The silicone insulation was observed to be intact with no defects. No other visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; the device would not emit power. A temperature and resistance evaluation could not be conducted as the device is no power on. An engineer evaluation was conducted. A pre-cautery test was performed; the device failed to emit power. The handle was opened to evaluate the internal components. The switch was examined under a microscope. No residue or contamination was seen on the switch. The switch was removed from the handle and taken apart for further examination. No defects were observed with the switch. The wiring was observed to be intact with no defects. Based on the engineer's evaluation the root cause is undetermined. Based on the results of the evaluation, the complaint for the reported failure mode "failure to deliver energy" and the analyzed failure mode "material twisted/bent; wire" were confirmed. The shop floor paperwork (DHR) was reviewed for the hemopro 2 tool sub-assembly. All the test results meet the specifications and results. There were no non-conformities observed. Specific actions for the analyzed failure mode"material twisted/bent; wire" mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not receiving power to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.